Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Event summary: it was reported that the patient had continuous ventricular arrhythmia requiring defibrillation or cardioversion. The patient had pitting edema of both lower limbs. Drug administration was performed. The patient was discharged on (B)(6) 2025. The event was considered to be unrelated to the device but could not be ruled out.